Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed. It was noted that the patient was experiencing shortness of breath and was a suspected twiddler. It was noted that the lead only had capture at max output while the patient laid down. The lead was explanted and replaced. The patient was stable post-procedure.